Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation however x-ray images were submitted which were analyzed. X-ray analysis: "multiple CT and x-ray images provided for long segment thoraco pelvic fixation.the ilium set screws appear to be dislodged.the remainder of the visualized instrumentation appears intact. Cannot see the top of construct, but by report, this had to be extended due to junctional failure.unable to assess extent of bony fusion on images provided.the rod contour at the lumbosacral transition also appears exaggerated."

Event description:
It was reported that patient underwent a fixation surgery at th10-s2 on (B)(6) 2016. On (B)(6) 2016, another surgery was performed to extend fixation level to t5 because postoperative fracture at upper level of vertebral body was observed. On (B)(6) 2016, the patient complained of low back pain on the right side of the body and s2 right set screw was found to be backed out.thus, on (B)(6) 2017, third surgery was conducted to replace the set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.